Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient experienced an issue on (B)(6) 2026 where the tape did not stick properly on the first day of insertion. No further information available.